Event description:
Post placement of an acumed olecranon plate, the plate broke. The plate was removed from the pt and it is unk if another plate was implanted.

Manufacturer narrative:
The plate was implanted during 2008. The plate was explanted in the same year.